Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2019, the patient started noticing that it was taking too long to charge the ins. Because of this, the patient had stopped charging the ins. Now, the patient was trying to charge the ins again but couldn't because they were getting the reposition antenna screen on their recharger. They also reported losing their programmer, so they were not able to check the status of the ins using the programmer. No symptoms were reported. They were redirected to the doctor to determine if the ins went into overdischarge. The patient reported the doctor told them they may want to consider replacing the ins. They were also redirected to foundation care to address the lost programmer. No further complications were reported or anticipated.